Manufacturer narrative:
Unit received with flashing medtronic logo display due moisture damage on the pcb1 board and pcb2 board. Was unable to verify critical pump error or download to thump due to flashing display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to flashing display. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed flashing medtronic display after battery installation due to moisture damage to the electronic assemblies, pcb1 board and pcb 2 board. Confirmed damage on battery compartment. Damage on battery cap battery cap contacts confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the medtronic logo appearing on the screen, a crack on the pump housing and near the battery compartment. Also, the customer reported the metal contact on the battery cover was loose, and the battery cap was damaged. The customer reported a blood glucose value of 305 mg/dl. The customer reported hyperglycemia was treated with the manual injection/insulin pen. The event involved product(s) mmt-1886. Troubleshooting was performed, and it was unknown whether the issue was resolved. Troubleshooting was not performed for high blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.